Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 16-sep-2025. Investigation summary: bd received 47 samples for investigation. The evaluation of the returned samples did not showcase any defects relating to poor barrier separation. A total of 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that post centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, the sample only separates into two parts, instead of three and that it appears as if the blood mixes with the serum. This occurred in 180 samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that post centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, the sample only separates into two parts, instead of three and that it appears as if the blood mixes with the serum. This occurred in 180 samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.